Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: inguinal hernia repair. Event description: at the start of the case the surgeon identified the correct plane and inserted the device into the patient. The surgeon pumped the device two times and then noted a peritoneal tear on the camera. The surgeon was able to visualize bowel through the tear. The peritoneal tear created exposure to the abdomen. It is unknown if the device was repositioned during inflation. The device was inserted with the stopcock oriented upward. The procedure was converted to open to complete the case. No photos are available. No product return. Intervention: procedure was converted to open. Patient status: damage to the peritoneum. Case was converted to open.

Event description:
Procedure performed: inguinal hernia repair. Event description: at the start of the case, the surgeon identified, the correct plane. And inserted the device into the patient. The surgeon pumped the device two times and then noted, a peritoneal tear on the camera. The surgeon was able to visualize bowel through the tear. The peritoneal tear created exposure to the abdomen. It is unknown, if the device was repositioned, during inflation. The device was inserted with the stopcock oriented upward. The procedure was converted to open to complete the case. No photos are available. No product return. Intervention: procedure was converted to open. Patient status: damage to the peritoneum. Case was converted to open.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine, if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed, the details surrounding the event. And is unable to determine, the exact root cause of the event. At this time, applied medical is unable to determine, the exact root cause of the injury or confirm, that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated. And were found to be at an acceptable level.